Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 2.2 mmol/l, 2.6 mmol/l, and 9.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.